Event description:
The device did not show blood glucose results in the memory that were received. Customer stated that only 4 of the 8 glucose results were present in the memory of the device. A request was made for the return of the device and replacement product was sent.